Event description:
Charite disc implant made by johnson & johnson. Implanted in 2005 at l5-s, level. Disc dislodged and revision surgery/fusion done ten and a half months later. Disc completely failed and dislodged. Explanted in 2006. Experience caused increased severe pain, decreased abilities and range of motion.